Manufacturer narrative:
The physician has elected to leave the device in the patient and the device will not be available for physical evaluation. Visual examination of product from the same lot has been completed and no issues have been identified. Additional analysis will be conducted once supplemental x-rays are made available. A follow-up report will be submitted in the event of material findings. Product literature for this device indicates that "implant components may bend, break or loosen even though restrictions in activity are followed". The root cause of the screw breakage is unknown at this time.

Event description:
Patient received two level (5-5, 6-7), acdf with the nuvasive gradient plus system in 2006. Physician reported that during the routine three month follow-up, xrays revealed what appeared to be two broken screws on the right side. The physician indicated that there were no clinical symptoms and has not identified a need to explant.